Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported bleeding and the heartmate 3 cannot be conclusively determined. The patient was admitted on (B)(6) 2019 with a subtherapeutic inr and melena. The patient was administered vitamin k and was transfused two units of packed red blood cells. An endoscopy was also performed but was unremarkable. The patient was discharged on warfarin on an unspecified date and was also given a reduced dose of aspirin. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was hospitalized for melena in the setting of a supra therapeutic inr. The patient was treated with vitamin k and transfused 2 units packed red blood cells (prbcs). Gi was consulted and patient underwent a endoscopy which was unrevealing. Patient was discharged on warfarin with a reduced dose of aspirin. No further information was reported.